Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) battery error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 08221), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. Additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The expired batteries are detected during routine control. The fse replaced the batteries and calibration is performed. Check and functional test correct.

Manufacturer narrative:
Updated sections: b4, e1(reporter name), e2, e3, g3, g6, h2, h11. Corrected sections: h6(health clinical & impact).